Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer was guided by tandem technical support to perform a system check, but no issues were identified. The customer replaced pump supplies as necessary and resumed insulin therapy.